Event description:
Per report, upon placement of a temporary pacing wire for tavr, the patient went into a rapid af and became hypotensive. The patient was cardioverted prior to pacer testing and finding the co-planar view. Upon sheath insertion into the lv, the patient again became hypotensive but maintained a pressure of 90 mmhg systolic. Post bav the patient was slow to recover and systolic pressure was 50 mmhg. The 23 mm sapien was introduced, positioned and deployed utilizing held respirations and rvp. Post deployment the patient had no blood pressure and it was noted via tee that the lv and rv were minimally contracting. 1cc of epinephrine was administered via the ascendra sheath with 30 seconds of chest compressions. The patient's pressure recovered. Tee noted equalization of aortic and lv diastolic pressure and what appeared to be a non-functioning anterior leaflet. This was also noted on the hemodynamic waveform. Iabp was initiated. A 2nd 23 mm sapien was deployed slightly more aortic (less than a full cell). Epinephrine was again administered with 10 seconds of chest compressions. The patient¿s pressure recovered and tee showed no central ai and trace pvl. The iabp was set to 1:4 augmentation. The sheath was removed and the site closed in the usual surgical fashion. The patient was discharged to a rehabilitation facility 2 weeks later.

Manufacturer narrative:
This report represents the bav balloon catheter used. Implanted per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause of the hypotension appears to be related to patient factors (extensive coronary disease with low ef and pre-existing bi-ventricular failure) and procedural factors (rapid pacing). There was no indication or allegation of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-00968.